Manufacturer narrative:
Investigation summary: 2 photos were returned for investigation 1 representative sample and 1 unit pack has paper tear were returned for investigation. Investigation conclusion from the photo returned, figure 1 shows that catheter hub assembly used on patient is without injection port flip cap. The 1 representative sample was subjected to visual inspection and indication time functional test, the nonconformance reported was not observed. Root cause description as no sample was returned for investigation, a review of the past 12 months qn was performed. No qn related to reported defect was raised. Therefore the root cause cannot be determined. Rationale: the root cause cannot be determined. Complaint will be monitored.

Event description:
It was reported that during use of the bd venflon¿ pro safety shielded IV catheter had molding defect and potential leakage.